Event description:
A barostim system was implanted on (B)(6) 2023. On (B)(6) 2023, the patient was hospitalized for complaints of throat pain, throat closing in, hoarse voice and difficulty breathing. The patient also experienced itching at the surgical site which appeared as a hematoma. While at the hospital, the patient received intravenous diuresis. The patient was discharged on (B)(6) 2023.

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6)2023. On (B)(6)2023, the patient was hospitalized for hf exacerbation with fluid overload which led to difficulty breathing. While at the hospital, the patient reported complaints of throat pain, throat closing in and a hoarse voice which per the opinion of the physician was likely due to the patient recovering from the intubation. The patient also experienced itching at the surgical site which appeared as a hematoma and per the physician was normal post op symptoms after device implantation. The patient was discharged on (B)(6)2023. Per the opinion of the physician, the patient was hospitalized for hf exacerbation with fluid overload and the event was unrelated to barostim.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was hf exacerbation with fluid overload and the event was unrelated to barostim. Cvrx ID# (B)(4).